Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received erroneous elecsys ft4 ii assay results for one patient on a cobas e 411 immunoassay analyzer. The initial result was 0.64 pmol/l and the repeat result was 57.8 pmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot number was 27034100. The expiration date was not provided

Manufacturer narrative:
The calibration signals at the customer site were on the low side, but were still acceptable. The provided control values were acceptable, but no control values from the time of sample measurement were provided. A general reagent issue most likely can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Based on data provided by the customer the statement "the initial result was 0.64 pmol/l and the repeat result was 57.8 pmol/l" stated in the initial MDR should have been "the initial ft4 ii result was 0.623 pmol/l with a data flag and the repeat result was 57.34 pmol/l with a data flag".